Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was noted that the rv lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2023. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was noted that the rv lead exhibited high capture threshold. The rv lead was capped and on (B)(6) 2023. Patient condition was stable.